Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's family had to call the doctor on saturday, as patient was totally disorientated. In the past this condition was always due to a urine infection. It used to be because they were using an internal foley catheter, but on this occasion when it happened, had only used the purewick for the previous 6 days, and a new catheter every night. When the doctor saw the equipment, it was stopped using, to be fair as wasn't previously aware of your product but had no doubt that the purewick was to blame. Uti identified via doctor. It was unknown what medical intervention was provided. Per follow up information received via rcc on 07jan2026, stated that the pcn#: pwfx30e with batch#: myjr1899 had the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's family had to call the doctor on saturday, as patient was totally disorientated. In the past this condition was always due to a urine infection. It used to be because they were using an internal foley catheter, but on this occasion when it happened, had only used the purewick for the previous 6 days, and a new catheter every night. When the doctor saw the equipment, it was stopped using, to be fair as wasn't previously aware of your product but had no doubt that the purewick was to blame. Uti identified via doctor.